Event description:
The facility reported that the device overinfused, found during pt use with no pt injury or medical intervention required. The bag volume was 1850ml and the device was set in autoramp with a 1 hr ramp up and 1 hour ramp down. The infusion ended early when it was set for 11 hours. The medication involved is tpn. No additional info.